Event description:
It was reported that patient presented remotely via merlin.net. A remote transmission showed that the patient's implantable cardioverter defibrillator exhibited post-paced t-wave oversensing. Programming changes were made. Patient's condition was stable.